Event description:
It was reported that a multifocal intraocular lens (iol) was explanted form the patient's right eye (od) due to blurry vision. It was replaced with a non johnson and johnson iol, no incision enlargement, no vitrectomy, and no sutures done. Patient doing fine. No other information was provided.

Manufacturer narrative:
Section a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between mar 27, 2024 and may 22, 2024. Section e1: email address: unknown/not provided. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned, presenting with no issues that would contribute or cause the complaint event. The complaint issue "blurry vision" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.